Manufacturer narrative:
The device was not returned to olympus for evaluation. A supplemental report will be submitted if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the soltive tfl laser footswitch- wireless was not working. It was reported that the customer changed the batteries to new and working batteries, and attempted the pairing process ten to fifteen times but continued to receive an e139 pairing timeout error. The issue was found during preparation for use. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see updates to h4, h6 and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. The device was not returned for evaluation. Based on the results of the investigation, the definitive root cause of the e139 pairing time out could not be confirmed. Olympus will continue to monitor field performance for this device.